Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intrinsic ventricular events were undersensed due to cross-talk during overnight observation by a rn. Device will be reprogrammed. The patient will be monitored.